Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found.

Event description:
It was reported that the patient did not receive therapy for episodes that were considered true ventricular tachycardia by the physician. External defibrillation and resuscitation was performed. It was further reported that the wavelet withhold therapies were later reprogrammed off. The patient subsequently died of sepsis and worsening heart failure. Additional information obtained through follow up indicated the worsening of cardiopulmonary functions and infection existed parallel with broad-spectrum antibiotic treatment. The patient died in the intensive care unit and no further resuscitation was attempted as the patient's illness had reached a terminal state without any further treatment and there were no more possibilities of revascularization and resynchronization due to a previous myocardial infarction scar.